Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair, after the t1 of the fast-fix 360 was implanted, t2 deployed simultaneously. The procedure was completed without a delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10 h3, h6 the reported device was received for evaluation. It was determined the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection found the device was returned with the implants and suture off of the needle, the actuator was in the t1 position, the depth straw was damaged near the distal end, the t2 implant was bent, and the depth gauge was adjusted from its original position. A functional evaluation found the actuator cycled as intended. A review of the customer provided image found the device packaging that confirmed the reported product information and showed a fast fix 360 device with the suture and implants lying beside it. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device. No containment or corrective actions are recommended at this time.